Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The caller reported the customer self-presented to a doctor and received treatment, but no further information was provided as caller disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retained strips. Observed reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected the reader to the computer and the masterm software was unable to recognize the reader. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. Placed returned reader into the reader pcba (printed circuit board of assembly) test fixture and applied pressure to the cpu (central processing unit). Observed the reader did not turn on. Replaced returned battery with retained battery and attempted to turn on reader, however, the reader did not turn on. Placed the reader with the known good battery into the reader pcba fixture and applied pressure to the cpu. Observed the reader turned on. Therefore, the issue is confirmed due to poor soldering of the cpu.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The caller reported the customer self-presented to a doctor and received treatment, but no further information was provided as caller disconnected the call. There was no report of death or permanent injury associated with this event.